Manufacturer narrative:
Evaluation summary: quality assurance preliminary analysis of the returned device confirmed that the delivery system was returned without the stent. A guiding catheter was returned with the device. The delivery catheter was advanced through the guiding catheter and no resistance was felt. Quality enineering concluded that the combination of poor guiding catheter support and inappropriate negative pressure applied to the delivery system during insertion may have contributed to the event. The IFU's recommended the use of a guidng catheter with good support. In addition, the report indicated that negative pressure was applied during advancement. IFU clearly directs the physician to maintain neutral pressure when advancing to the lesion. An in-service will be conducted with the physician regarding the use of neutral pressure and the importance of good guiding catheter support. This MDR is considered closed.

Event description:
It was reported that during a stent procedure in the circumflex artery, the delivery system would not cross the lesion, and then suddenly, the delivery system "jumped" backwards. The system was then withdrawn as a unit, however, it was noted that the stent was lost. The patient was in stable condition and subsequently taken to by pass surgery due to the inability to treat the lesion.